Manufacturer narrative:
The insulin pump was received with no a39 alarms during testing or recorded in the alarm history file. The insulin pump passed the self test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report an "spi to motor pic communication error" alarm. The customer's blood glucose level was 140 mg/dl. The customer stated they may have over delivered. The customer was advised that the device would be replaced, and was informed to return the product for analysis.